Manufacturer narrative:
Initial.

Event description:
It was reported that the user observed recurrent bubbles located in the connector of the infusion set (contact detach) rather than in the tubing, which corresponded with episodes of high glucose reported at a value of 600 mg/dl and resolved only after changing supplies. The device involved was the ilet, and no leakage at the pump or infusion site was reported. Symptoms included sleepiness/drowsiness, and urinary frequency associated with hyperglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the device problem and component could not be further characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.